Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 278 mg/dl while using the ilet bionic pancreas system. The user replaced their infusion set and other supplies, after which bg levels returned to the target range. No hospitalization, medical intervention, or long-term health effects were reported.